Event description:
31 y/o underwent an anterior cervical discectomy and fusion using right iliac crest bone graft and internal stabilization with synthes plating from c-5 to c-6 04/29/97 for a diagnosis of herniated cervical disc c5-6 with cervical radiculopathy. Readmitted 11/09/98 with diagnosis of plate fracture, c5-6. To operating room for removal of synthes plate and refusion.